Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, trends, and quality control data. The complainant returned one open package containing a holmium laser fiber for investigation. The returned packaging provided the complaint device lot number. Visual examination confirmed length of the fiber measures 298cm. The fiber optic did not protrude from the distal end of the cladding. A broken piece of clear fiber optic was returned inside a specimen jar. Review of device history record did not observe any nonconformances with this lot that may have contributed to this incident. A review of complaint records revealed no other complaints for this lot number. The instructions for use for this device has listed precautions that state several different factors affect the life of any fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Do not exceed power limits. A review of relevant manufacturing documents was conducted. The device is inspected for proper device function during manufacturing. Based on evidence presented by the sample, this event could have been caused by any of the precautions listed in the instructions for use booklet. The reported issue of the fiber breaking is confirmed based on the device analysis and customer testimony. The cause of the damage is unknown. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided. The laser fiber broke at the tip. The laser fiber had been inspected prior to use. There was no manipulation of the fiber that may have damaged to fiber. The fiber was being used with a lumenis versapulse powersuite 100w laser machine with unstated serial number. The energy settings used were: energy/pulse (j/p): 1.0, repetition rate (hz): 10, and total energy (j): 10. There was no injury to the staff/end user.

Manufacturer narrative:
Occupation: or materials. PMA/510k #: k133788. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a bladder stone removal procedure using a cook® single-use holmium laser fiber, the fiber broke. Another fiber was opened and used to complete the procedure. The patient did not experience any adverse effects as a result of this alleged product malfunction. No unintended section of the device remained inside the patient. The patient did not require any additional procedures as a result of this occurrence.